Event description:
It was reported that a balloon rupture occurred. The patient was undergoing an endovascular aneurysm repair (evar) in the abdominal aorta. The anatomy was noted to be 75% stenosed, moderately calcified and moderately tortuous. A 33/7/2/65 equalizer¿ balloon catheter was utilized as touch up balloon after deploying the stent graft. However, after an unspecified amount of contrast was injected the balloon ruptured. The device was exchanged with another of the same equalizer and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a burst was found which can be seen in near the distal end of the balloon. Both bonds were intact and within specifications. The balloon and catheter were examined for other defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The patient was undergoing an endovascular aneurysm repair (evar) in the abdominal aorta. The anatomy was noted to be 75% stenosed, moderately calcified and moderately tortuous. A 33/7/2/65 equalizer¿ balloon catheter was utilized as touch up balloon after deploying the stent graft. However, after an unspecified amount of contrast was injected the balloon ruptured. The device was exchanged with another of the same equalizer and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).